Event description:
While receiving a blood transfusion today, the rn entered the room to find blood dripping onto the floor. Upon further investigation, the leak was coming from inside the IV channel itself. Unsure if the tubing or the IV channel was causing the issue. Both the tubing and the IV channel were enclosed in biohazard bags. IV channel set for repair/review by biomed. Blood tubing by the charge desk if needed. The patient was able to receive most of the blood - tubing was exchanged and transfusion was continued - pt has antibodies present and t&c [type and cross] takes an extended time to complete.